Manufacturer narrative:
The insulin pump passed operating current, unexpected error test, displacement test but compromised force sensor system alarmed during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 100 mg/dl. The customer stated that the pump alarmed during fill tubing. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.